Manufacturer narrative:
The tcm was returned to the manufacturer and the failure could not be duplicated. The customer was provided another loaner. No additional action was required. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during set-up, the cardioplegia was not chilling properly causing a low flow on the tcm. The product was changed out and the surgery was completed successfully.